Event description:
During a remote follow up, noise resulting in oversensing, a high capture threshold, and high pacing impedance were noted on the right ventricular (rv) lead. An x-ray was performed and revealed a lead dislodgement and a kink in the lead. A lead revision is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.